Event description:
A fallopian tube occlusion clip was being applied to a tube. The physician was unable to get clip to reopen as it should after insertion into pt's abdomen. Another clip was then used to complete the case.